Event description:
Repair request initiated for device with report of overheating. No patient impact reported. Repair request escalated to complaint based on reason for return. In addition, on decontamination it was identified that the footed portion was damaged by tool contact. On follow up it was reported that the malfunction was identified during surgery. It was confirmed there was no patient impact.

Manufacturer narrative:
Report confirmed for the attachment damaged. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4), was initiated to investigate this malfunction. However, the initial reported condition of overheating could not be duplicated as the temperature was within specification at 88°f. (B)(4).